Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included aciclovir sodium (acyclovir abbott vial), risperidone and sertraline hydrochloride (zoloft). On (B)(6) 2005, the patient had essure (ess205) inserted. In 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower stomach pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (supracervical hysterectomy (uterus only) and ablation). Essure (ess205) was removed in 2015. At the time of the report, the device expulsion, menorrhagia, abdominal pain lower, vaginal haemorrhage, migraine and headache outcome was unknown. The reporter considered abdominal pain lower, device expulsion, headache, menorrhagia, migraine and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2019: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), migration of essure device location of device: uterus, lower stomach pain. Event injury was deleted and device category changed from device other event to incident. Reporter information, aka name, lab data, concomitant drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included aciclovir sodium (acyclovir abbott vial), risperidone and sertraline hydrochloride (zoloft). On (B)(6) 2005, the patient had essure (ess205) inserted. In 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In 2016, the patient experienced anxiety ("anxiety") and depression ("depression"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower stomach pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (supracervical hysterectomy (uterus only) and ablation). Essure (ess205) was removed in 2015. At the time of the report, the device expulsion, abdominal pain lower, vaginal haemorrhage, migraine, headache, anxiety and depression had not resolved. The reporter considered abdominal pain lower, anxiety, depression, device expulsion, headache, menorrhagia, migraine and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2019: pfs received- new event depression, anxiety were added. Outcome of device expulsion, menorrhagia, vaginal haemorrhage, migraine, headaches, abdominal pain lower updated to not recovered / not resolved. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus'), embedded device ('essure present in myometrium but close to serosa'), endometritis ('endometritis'), myometritis ('small foci of myometrial mixed chronic inflammation') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding and appendectomy. Concomitant products included aciclovir sodium (acyclovir abbott vial), risperidone and sertraline hydrochloride (zoloft). On (B)(6) 2005, the patient had essure (ess205) inserted. In 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In 2016, the patient experienced anxiety ("anxiety") and depression ("depression"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), myometritis (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower stomach pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines") and headache ("headaches"). The patient was treated with ibuprofen, paracetamol (tylenol) and surgery (ablation and hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device expulsion, abdominal pain lower, vaginal haemorrhage, migraine, headache, anxiety and depression had not resolved and the embedded device, endometritis, myometritis and menorrhagia outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, device expulsion, embedded device, endometritis, headache, menorrhagia, migraine, myometritis and vaginal haemorrhage to be related to essure (ess205). The reporter commented: attempted repeat endometrial ablation on (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2006: total bilateral occlusion. Pathology test - on an unknown date: surgical pathology report: uterus. Cervix, and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy (56 g): . Cervical squamocolumnar junctional mucosa with no neoplasia identified weakly proliferative endometrium; no evidence of complex: atypical hyperplasia or malignancy adenomyosis small foci of myometrial mixed chronic inflammation and hemosiderin deposition, compatible with history of ablation. Bilateral fallopian tubes with no evidence of neoplasia. Gross description: the lower uterine canal is lined by tan-pink mucosa. The endometrial cavity is scarred and there are focal areas of hemorrhage present. The myometrium is tan-pink, semiftrm and averages 1.4 cm in thickness. The fallopian tube serosa is pink to purple smooth and dull and the lumens are patent. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device, endometritis, myometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-nov-2020: mr received. Reporter information added. Case became medically confirmed. Events: essure present in myometrium but close to serosa, endometritis, myometritis added. Lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus'), embedded device ('essure present in myometrium but close to serosa'), endometritis ('endometritis'), myometritis ('small foci of myometrial mixed chronic inflammation') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding and appendectomy. Concomitant products included aciclovir sodium (acyclovir abbott vial), risperidone and sertraline hydrochloride (zoloft). On (B)(6) 2005, the patient had essure (ess205) inserted. In 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In 2016, the patient experienced anxiety ("anxiety") and depression ("depression"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), myometritis (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower stomach pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines") and headache ("headaches"). The patient was treated with ibuprofen, paracetamol (tylenol) and surgery (ablation and hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device expulsion, abdominal pain lower, vaginal haemorrhage, migraine, headache, anxiety and depression had not resolved and the embedded device, endometritis, myometritis and menorrhagia outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, device expulsion, embedded device, endometritis, headache, menorrhagia, migraine, myometritis and vaginal haemorrhage to be related to essure (ess205). The reporter commented: attempted repeat endometrial ablation on (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2006: total bilateral occlusion. Pathology test - on an unknown date: surgical pathology report: uterus. Cervix, and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy (56 g): . Cervical squamocolumnar junctional mucosa with no neoplasia identified weakly proliferative endometrium; no evidence of complex: atypical hyperplasia or malignancy. Adenomyosis. Small foci of myometrial mixed chronic inflammation and hemosiderin deposition, compatible with history of ablation. Bilateral fallopian tubes with no evidence of neoplasia. Gross description: the lower uterine canal is lined by tan-pink mucosa. The endometrial cavity is scarred and there are focal areas of hemorrhage present. The myometrium is tan-pink, semiftrm and averages 1.4 cm in thickness. The fallopian tube serosa is pink to purple smooth and dull and the lumens are patent. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device, endometritis, myometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-nov-2020: quality safety evaluation of ptc: (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.